Event description:
There was an allegation of a questionable tina-quant c-reactive protein IV result from the cobas 8000 c702 module for 1 patient. The initial result was 345 mg/l, and the repeat result was 239 mg/l.

Manufacturer narrative:
The tina-quant c-reactive protein IV reagent lot number is 926378, and the expiration date was not provided. The investigation is ongoing.